Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
Based on the repair evaluation of a g119 scaler, the handpiece cable has damaged and corroded prongs. The steri mate has damaged and corroded pins causing no unit activation. The water system has debris build up, unable to adjust water , and there was a burning smell reported by the customer; no injury resulted.